Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a service engineer was able to duplicate the reported condition and confirm an IV pole collar was absent prior to the reported incident. A screw on the left panel was adjusted to allow the IV pole to stay in position. On (B)(6) 2022 an IV pole safety collar was installed on the device. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for a screw adjustment to allow the IV pole to stay in position.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.